Event description:
It was reported that the pump experienced 14 acu watchdog errors.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom tamper seal was broken, and the battery door and right plunger caser were cracked. Review of the event history log showed occurences of "acu watchdog failure" and "primary audible alarm post." Functional testing involved visually inspecting the main board, running the pump through the power up process and occlusion testing. The investigation was unable to duplicate the reported issues; no damage was found to the speaker and no problem was found on the main board. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: updated d1 and d4, model number.